Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack). Field action - failure to detach, physician communication (03-dec-2007).

Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. It fell off in the pt's mouth. All 3 pins were out. The 2 pins that appeared deployed were manipulated with post procedure. No serious injury to the pt was reported.